Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. It was further determined that the control unit generated too little power. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly..

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the control unit was not functioning and was defective on the battery reamer/drill device. It was further determined that the control unit generated too little power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.